Event description:
Boston scientific crm received information that the cardiac resynchronization therapy defibrillator (crt-d) in association with this transvenous right ventricular (rv) lead may have exhibited farfield oversensing. Lead diagnostics were within normal limits. The plan was to bring the patient in for device system evaluation purposes. There were no reported adverse patient symptoms associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.